Manufacturer narrative:
Continued h6: health effect impact code f2203. Information contained in this report was previously submitted through psr on 23/apr/2013 and 25/apr/2014. A review of the device history record has been completed. No deviations or non-conformances noted. The events of rheumatoid arthritis, inflammation and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rheumatoid arthritis, inflammation, rupture & capsular contracture, baker grade IV.

Event description:
Patient reported experiencing ¿hardening of the breast¿ and being diagnosed with rheumatoid arthritis. Patient additionally reported experiencing ¿unusual pain, tingling, swelling, numbness, or burning of the breast,¿ and a right side rupture. Patient reported "undifferentiated connective tissue disorder¿ which is determined to be not device related. Healthcare professional reported capsular contracture, baker grade IV. This file is for the right side. No treatment was noted. The device remains implanted.